Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increased spasticity. At the last 3 pump refills the reservoir was full. The expected volume was 4-5 mls, the actual volume obtained was 20 mls (entire pump volume). There was no motor stall noted when telemetry was performed. The pump was replaced; the physician believed there was something wrong with it. No contrast testing was performed on the catheter. The catheter was "checked"; it was determined the catheter was "ok." During replacement surgery, it was noted the catheter connection was properly connected and the catheter was "permeable." The proximal catheter was replaced due to fibrosis around the catheter connection. As of (B)(6) 2011, the patient was "doing well at the moment" but the physician believed it was "too soon to evaluate." As of (B)(6) 2011, the patient was doing fine.